Manufacturer narrative:
The product was used for treatment. A review of kit lot d124 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak. (Centrifuge chamber). No trends were identified. A corrective and preventive action has already been initiated for complaint category, drive tube leak/break. Photos were returned for analysis. The drive tube break was confirmed. The drive tube was broken just above the clamp. The most likely root cause of the reported leak is that the lower bearing stop delaminated, allowing the drive tube to twist against the lower drive tube clamp. The drive tube was torn at the base and leaked. Corrective and preventive actions have already been initiated to address potential root causes of drive tube delamination. (B)(4) not returned.

Event description:
Customer reported a split drive tube at 450 ml whole blood processed. An audible bang occurred followed by a leak detected alarm. Drive tube was split at the base of the black retainer clip. No damage was reported in the centrifuge chamber. The patient was reported to be in stable condition. The customer sent photos for investigation.